Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user had no response to sound during the first fitting. No trauma has been reported. The user has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had no response to sound during the first fitting. No trauma has been reported. The user has been successfully re-implanted on (B)(6) 2019.